Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced non-specific symptoms. It was also reported that the right atrial (ra) lead dislodged. The lead is scheduled for re positioning. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: notified date was 12-04-2019 per follow up. If information is provided in the future, a supplemental report will be issued.